Event description:
It was reported that the patient was having a shocking or jolting sensation. Prior to the patient¿s trial the patient would be sitting and talking and out of nowhere they would yell and throw their arms up and contort their body in weird ways. The patient noted that it felt like they were being struck by lightning. The patient was going to meet with a manufacturer representative on the friday after the report to troubleshoot. There had been no troubleshooting done at the time of the report. After the implant the patient was still getting the occasional ¿lightning strikes¿ that ¿jolt¿ them. The patient was experiencing these issues every few days at least. These issues were happening whether the device was on or off. A reprogramming was going to be attempted to try and decrease the frequency of the events. The jolting sensation was happening through the patient¿s entire body. The patient outcome at the time of the report was listed as alive with no injury. It was further reported that even before the trial the patient was getting jolts from something going on in their own body. While the patient was waiting to get their trial started they would repeatedly yell out, throw their arms up, twist in weird ways and say it was like getting struck by lightning. These issues were all before the trial event started and had been going on for years prior to the report. During the trial the issues still happened but much less. It was unknown what caused the sensation. It was further reported that impedance tests showed all values to be within normal limits. When the manufacturer representative first met with the patient, the patient programmer showed that the patient was in a transition zone even though they were sitting straight up. The upright cone was enlarged and then the device showed that the patient was in an upright position. The device was reprogrammed with 3 new groups and adaptive stimulation was set for all positions. The patient clarified that although they felt like they were getting struck by lightning prior to the trial and implant it was more like horrible muscle spasms. What the patient had been experiencing recently with the full implant had been more like electrical jolts caused by the device. The patient thought that the jolting was only happening when the implantable neurostimulator (ins) battery was lower and after they would recharge on a sunday it would be ok until friday and then the jolting feeling would occur. There was no rhyme or reason for the sensation¿s occurrence and position did not affect it. The sensation would happen with the device on or off. The patient had not experienced the sensation since (B)(6). There were no malfunctions seen and the cause of the issue was not determined. A reprogramming was done on (B)(6) and no further interventions were planned. The patient was fine at the time of the report and was receiving effective therapy but a manufacturer representative was going to follow-up with the patient. It was noted that electrode 0 showed an impedance of 4061 ohms with electrode 1 as the reference electrode.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the patient leaned back in the recliner from an upright or lying position, sometimes he got overstimulation in the ribs and it was uncomfortable. The device was reportedly detecting the patient was in the correct position, it was just when the patient was at the transition zone, or reclining that he experienced the issue. The patient experienced issues with getting into proper position previously, however that had been corrected. It was noted that sometimes when the patient was reclined, the device would detect him as upright and the upright was too strong. The device was reprogrammed, and the patient was able to be in the lying mode, however the lying voltage was too low when the patient reclined that he wasn't getting the stimulation where he needed. It was noted the patient experienced too strong of stimulation during the programming session. Additional information received reported the patient was trying the new setting out. It was noted the patient would be in contact with the reps in a few months.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient has had no further jolting sensations since reprogramming. The patient wanted to try to see if the manufacturer representative (rep) could get any further relief from the device. The rep was going to contact the patient on monday to set something up for next week to see if further reprogramming could help provide more relief. Additional information received reported the rep spoke to the patient yesterday who was ready to try some reprogramming. The patient stated he no longer felt stimulation in his legs, and had been getting occasional jolting sensations again. It was noted that the patient stated never really stopped which the rep noted was contrary to their conversation on (B)(6) 2014. They had plans to meet at the physician's office tomorrow to investigate further. Additional information received reported the rep met with the patient at the clinic, but they waited for over an hour and never got a room, so the rep was going to see the patient at an appointment on (B)(6) 2014. While discussing the patient's issues, it was noted the patient only got the occasional jolting sensation in the ribs while sitting and leaning heavily to one side or the other, and in some transition zones, especially when side lying with one leg pulled up over his wife and more to the front than on his side. It also occasionally got stronger when using his recliner. The patient felt some stim in both legs and was definitely getting relief. The rep had the patient turn the device off and in less than a minute the pain in the patients legs was getting excruciating and the rep had the patient turn the device back on, and the pain returned to baseline within a few minutes. It was reported the patient stated he thought he had unrealistic expectations through expecting stim to get rid of all his pain.